Event description:
Upper 70¿s male with history of hypertension and recent chest pain. Procedure: left heart cath and stent to left anterior descending (lad). When the device was removed from the package, the balloon was bent. Not used on patient. New device obtained without complications. Manufacturer response for catheters, transluminal coronary angioplasty, percutaneous, apex¿ (per site reporter). Will obtain.